Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings. The customer¿s blood glucose was 454 mg/dl and the sensor glucose was 256 mg/dl at the time of the incident. Customer treated the high blood glucose with manual injection. Customer was advised to use blood glucose for calibration and continue sensing. The sensor will not be returned for analysis.